Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 190 mg/dl. Customer declined troubleshooting with tandem technical support and declined to provide further information. Customer ultimately reverted to an alternate pump for insulin therapy.